Event description:
Treatment of an aneurysm. It was reported when the catheter was inserted inside the pt; the distal marker band was not observed under fluoroscopy. Only the proximal marker band was seen. The catheter's integrity was reported to not have been checked prior to the insertion. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A f/u report will be submitted when the eval is completed.